Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, elevated blood glucose (bg) levels of 400 mg/dl, with small to moderate level of ketones. To address the bg level, the customer delivered a correction bolus. Although requested by tandem technical support, the customer declined to provide information regarding the past elevated bg levels. Recommendation was made to consult with health care provider regarding diabetes management.